Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient expired within 30 days of being implanted with the cardiomems sensor. Abbot was informed of the death due to a request to return the associated patient electronics system. The sensor was implanted to an asymptomatic patient one week following a kidney infection. During the post implant training session the patient was incoherent. The patient was in renal failure and diagnosed with septic shock. The physician confirmed that the death was unrelated to the cardiomems sensor.

Manufacturer narrative:
No device analysis results are available because the device was not returned. Per the IFU, complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed.